Manufacturer narrative:
(B)(6). The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). One lighttrail reusable laser fiber was received for evaluation. Visual examination revealed that the fiber was returned broken in two pieces. The first piece measured 159 cm from the top of the connector to the fiber break. The second piece measured approximately 149 cm from the break to the distal tip. The break was held together by the coating. The exposed glass tip measured approximately 3.5 mm and the tip face was consistent with normal degradation indicating that the fiber was used. Functional analysis revealed that the fiber was recognized by the laser console and was used four times. The aiming beam exiting the distal end of the device was clear, bright and scattered. Effective transmission was not measured due to the breaks of the fiber. Damage was caused to the device without direct patient contact. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a lighttrail reusable laser fiber was used for a stone treatment procedure performed on (B)(6) 2016. The complaint reported that during unpacking and outside the patient, the lighttrail laser fiber was defective. The case was completed with a different laser fiber. There were no patient complications reported as a result of this event. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event.